Event description:
This event was reported as a ring explanted due to endocarditis (staph epidermidis), source unknown; vegetations on both aortic and mitral valves, and a hole in anterior mitral leaflet and posterior leaflet; no further info was provided.